Event description:
A 3.5 x 23mm cypher select plus stent came off of the delivery system. This problem was identified before the procedure and before inserting the device into the patient's body. The product was correctly prepared and there was no difficulty removing the product from any of the packaging components. The product was not clinically used in the pt.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.